Event description:
It was reported that 3 days post stenting of an acute myocardial infarct (ami) of the mid left anterior descending artery (lad), the patient was suspected to not be following antiplatelet therapy, and presented with a second ami and occlusion of the distal lad. The patient underwent stenting with a 2.5 x 18 mm minivision without incident and was discharged. It was noted post procedure during angiography review that no stent was located in the vessel. Additional investigation determined that the stent implant was missing during device preparation prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the mini vision instructions for use (IFU) states that prior to using the multi-link mini vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.